Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30 degree endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 30 degree endoscope was flipping once installed on the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that the scope was turning and rotating, which was something to do with the robot arms. They had called da vinci surgery technical assistance team (dvstat) and proceeded with the case without affecting the patient care. There was no reported patient injury or delay. No patient demographics or images given.